Event description:
Related manufacturer ref #3005334138-2022-00177; 3005334138-2022-00178; 3005334138-2022-00179; 3005334138-2022-00180; 3008452825-2022-00054; 3008452825-2022-00055; 3008452825-2022-00056; 3008452825-2022-00057; 3008452825-2022-00073; 3008452825-2022-00074 during the atrial fibrillation ablation procedure, error messages were noted which caused a delay. Catheter connection to the ensite x system was confirmed. The prs was successfully connected, but the following error message was displayed: "surface electrode impedance error. Confirm original surface electrode placement. Revalidation is recommended if the patch has moved to a new location.". Revalidation was attempted several times, but the error persisted. The module patch on the right foot was replaced and revalidated. As this did not resolve the issue, the original patch was utilized. The surfacelink was replaced and the amplifier was power cycled, but the issue persisted. The tacticath and advisor hd grid catheters were exchanged. After the catheters were exchanged, the following error messages were displayed: "the catheter was used by another patient.". "End study" was selected and the amplifier was restarted, but the error message persisted. The tacticath and advisor hd grid catheters were both replaced again. The ensite dws and amplifier were restarted. "End study" was selected again and existing patient was selected, at which point the catheter was displayed. The tip of the electrode of the tacticath was lit in red, and the potential of the tacticath was displayed for about 20 seconds. The body surface ECG was not displayed and the following error message appeared: "amplifier time synchronization failed. Contact abbott technical service if problem persists.". The amplifier was exchanged and the ensite dws was restarted. The tacticath and advisor hd grid catheters were replaced for a third time. The surface electrode was replaced for a second time, but the issue persisted. The surfacelink was replaced again, but the body surface ECG and potential were still not displayed. The prs connection was unstable. At this point, the catheter was displayed and the amplifier connection remained stable. Troubleshooting was unable to resolve the issue. A non-abbott system was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored. Based on the communication received from the customer that after inspecting the system, it was verified that there was no malfunction, and able to be used without any further issues.